Event description:
It was reported that a leak was observed at the tip protector of an eva bag before patient use. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A follow-up report will be submitted if additional relevant information becomes available.